Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) site 15 in the mouth, primary stability was not achieved. Clinician reports poor bone quantity/quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) site 15 in the mouth, primary stability was not achieved. Clinician reports poor bone quantity/quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.